Manufacturer narrative:
The balloon couldn¿t track over the wire. After excessive force was applied, the distal assembly of the nc euphora separated. It was stated that the distal assembly completely detached from the nc euphora device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the guidewire was not returned for analysis. There was a detachment at the exchange joint. No kinks were evident on the device. There was approx. 2.5cm of the support wire exposed. The material was jagged and uneven on both sides of the detachment site. A 0.014 inch guidewire was backloaded through the distal tip and advanced proximally through the detachment site at the exchange joint with no issue noted. It was not possible to inflate the balloon due to the condition of the returned device. There was no damage evident to the distal tip. There was no damage evident to the proximal balloon bond. The inner lumen was verified with a 0.015inch mandrel. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
A 4.50 x 8 mm nc euphora balloon and a cougar ls guidewire were used to perform multiple bifurcation stenting techniques in an explanted porcine heart. The guidewire was flushed and examined before use with no issues. There were no issues noted when loading the balloon onto the guidewire. It was reported that the nc euphora balloon froze on the cougar wire and after excessive force applied the distal assembly separated. It was stated that the distal assembly completely detached from the device. The balloon, wire and distal assembly were all removed. The procedure was completed using new devices.